Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial implant procedure, the right atrial (ra) lead required approximately 28 to 30 turns for the helix to extend. After the ra lead was placed, the patient was noted to be in atrial fibrillation and the sensed p-waves were low. The ra lead was attempted to be repositioned. The helix took required more than 30 turns to retract and after being repositioned, the helix would not extend. As a result, the ra lead was severed to help implant a new ra lead. The attempted implant ra lead was discarded. No adverse patient effects were reported.